Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the distributor: an intellicuff in kwh was found the tube connector was physically damaged.